Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, on cutting the small branch, the stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle and therefore could not fire the reload. They used another device to complete the case. There was no patient injury.